Event description:
The user facility reported that water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite and inspected the unit. The technician identified that the source of the leak was on the connection for the vacuum water line. The technician replaced the connector and the unit was tested and returned to service. No additional issues have been reported.